Event description:
It was reported that 18 hours after the iab was inserted the pump began alarming. Two hours later, blood was noted in the gas tubing. Difficulty was encountered in trying to remove the iab, so a surgical procedure was initiated. There were no add'l complications.